Manufacturer narrative:
The device history records were reviewed for lot 11105350, 11103611, 11104045, 11104747 and no similar concerns were found related to those lots. Three units related to the complaint lot number was found in product retains. The units found in retains were reviewed visually for the issue of discoloration. All three units were free of discoloration. The yellow discoloration from the complaint returned sample was confirmed via visual inspection. However, when the returned product was examined under magnification, it was clear that the discoloration was not a change in the color of the catheter material. The yellow in the catheter appears to be a residue of some kind of fluid that has dried (body fluids or infusates, like tpn or medications), and not a change in the color of the material of the catheter. Additionally, silicone (the catheter hub material) is known as a fairly inert material that is unlikely to react with infusates or environmental substances. The sepsis of the infant could be due to infection introduced in a number of ways, including the handling of the catheter during insertion, the maintenance of the catheter and of the insertion site, or infection from another part of the body. As the reporter had indicated, when the tip was sent for culture it came back negative;therefore it is probable that the infection did not come from the catheter. The issue is most likely related to the user environment and the patient condition.

Event description:
A discoloration inside the PICC hub was noticed on (B)(6) 2015 by the hospital. The patient became septic on (B)(6) 2015 and required long term antibiotics. The line was removed and an additional line was placed on (B)(6) 2015.